Event description:
Customer reportedly obtained results of 36 mg/dl and 135 mg/dl on the advantage system within 10 minutes. Customer ate due to result of 36mg/dl and symptoms. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.